Event description:
It is reported that the customer that the insulin pump has cosmetic damage and has a cloudy reservoir window. Customer most recent blood glucoe is 13.8 mmol/dl. Customer states the reservoir window has some scratches, which may have been caused by his case. Advised customer to discontinue the use of the pump and revert to his backup plan per his health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.